Event description:
A hospital in (B)(6) reported that an rt240 breathing circuit failed a ventilator leak test at the connection of the y-piece. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt240 breathing circuit failed a ventilator leak test at the connection of the y-piece. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not returned by the hospital for evaluation. Results: a lot check revealed no other complaints of this nature for this lot number. Conclusion: breathing circuits are composed of many parts, therefore, leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the device state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).